Event description:
Wire that is placed to assist with insertion of central catheter line became unraveled and when the wire was pulled out, a piece of the wire was left in the pt. Wire was obtained and is being held by the dqm pending further instructions from risk management. Another similar issue was reported to us by the contractor who places piccs for the facility. Because of this issue, we are discontinuing the use of the cook plip-5 518-9 denny. Peel away introducer set. We will replace it with the 0669050 kit microintroducer ptfe 10 cm 5 fr. Pt required outpatient survey to remove the bit of wire.